Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue with failed pressure transducer test has been confirmed during evaluation of the provided problem description and service report. Log files were not provided. During further investigation it was found that the pressure transducer (B)(4)printed circuit board was defective and required replacement. No parts were returned for further investigation, therefore the root cause for the reported problem could not be determined.